Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not retract, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data reported that the device ran 56 pulses and was de-activated at the end of second prime. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. Although no problem was found with the device, it could not be determined when the needle retracted, and the cause of the reported failure of the needle to retract could not be determined. Per new information, the following were updated. D1 - brand name changed from omnipod insulin pump to omnipod insulin management system. D4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45654. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 9/22/2021. D4 - unique identifier (UDI) # changed from (B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to (B)(6) 2020.